Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 20 and cartridge alarm 30 occurred during basal delivery with multiple cartridges. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 160 mg/dl.